Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the device exhibited a long charge time. The device was explanted and replaced. The patient was in stable condition post procedure.